Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion during the delivery of anesthesia. The occlusion pressure was set to medium, and the alarm occurred every time a bolus of medication was administered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.